Manufacturer narrative:
G3: initial follow update was on 8/7/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger analysis of the [recharger], model [97755 ], s/n [(B)(6)], revealed. The product was returned for analysis and found recharge antenna failure intermittent no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: year is valid continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) reported they were having issues charging their implant and the issue began about a week ago. Patient said they receive rm03 call mdt and resetting has not fixed issue. Patient mentioned they reset the controller and that did not resolve the issue. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient service specialist had patient re insert the battery and confirmed controller was at 100% and implant was at 100%. Patient then connected recharger and confirmed charging excellent. The issue was resolved. Pt then mentioned that as they are looking at their equipment, they noticed that their white button is kind of pushed inside or angled and not at the same surface level as the rest of the controller. An email was sent to the repair department to replace the controller. Pt called back stating they received controller replacement from this case but when they are charging the implant, after each 10% increment, they see the rm03 message and it "shuts off" and won't charge all the way to 100%. Agent had pt reset controller and saw controller at 100% and implant 90% recharging excellent. Agent asked if recharger gets hot - pt stated yes. No pt harm reported. Agent sent email to repair to replace the recharger.